Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, decreased sensing, increased hv lead impedance and increased capture threshold were noted. The measurements were within range. Lead dislodgement and insulation damage were suspected. Lead was explanted and replaced. Patient was in good condition.